Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a white display when it was powered on.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary.